Manufacturer narrative:
Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this patient from italy presented to the emergency room in the united states due to a presyncopal episode with the patient complaining of palpitations and dyspnea. Upon interrogation of their pacemaker it was found to have declared elective replacement time (ert) with high right ventricular (rv) lead output with low pacing percentage; rv loss of capture was observed. A number of ventricular tachycardia (vt) episodes were found recorded to device memory and it was suggested this may have been the cause of the patient's presyncopal symptoms. Despite the reported rv loss of capture the patient had adequate right atrial (ra) pacing and intact conduction with no reported asystole. No adverse patient effects were reported. This system remains in service.